Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences.

Event description:
It was reported that the bd vacutainer® naf 3.0 mg n2e 6.0 mg plus blood collection tube experienced foreign matter contamination. The following information was provided by the initial reporter: black embedded fm was in the tube.